Event description:
This case, reported by the customer, concerns a pt who experienced dizziness and malaise. Pt was receiving human insulin isophane suspension 70%/ human regular insulin 30% (humulin 30/70) via a pen injector device (humapen ergo) for treatment of diabetes. Pt was also receiving metformin. In 2000, during treatment with human insulin isophane suspension 70%/ human regular insulin 30% via the humapen ergo, the pt was unable to administer insulin since the humapen ergo was borken. The pt indicated that pt was unable to prime the humapen. Pt put the insulin cartridge into the cartridge holder but when pt pressed down on the injector button no insulin would come out. Pt tried different needle tips on the pen but still no insulin would come out. Pt missed two doses of insulin. The suspect humapen was approximately one year old. Pt would have obtained a new humapen from pt's pharmacy but pt went to the hospital emergency because it was a holiday weekend and the pt's pharmacy was closed. Pt checked blood sugar level at home and it was 29 mmol/litre, however, pt indicated that when arrived at the hospital emergency they measured pt's blood glucose and did not give pt an exact reading but stated that the pt's blood sugar level was 'not too elevated'. Pt rec'd an injection of insulin at the hospital and pt's blood sugar level returned to normal. The hospital gave the pt a syringe and needles to inject insulin until pt could get a new humapen. Pt discarded the humapen so the co will not be able to investigate the pen. Pt rec'd a new humapen and is doing well. The suspect humapen was discarded by the consumer and therefore cannot obtain the lot number. Update 10/00: upon review of case it was determined that this case met device criteria for 'required intervention'. 11/00: add'l info rec'd from consumer on 11/00. Added details of event to narrative and update device info. Update 11/00: added MFR's preliminary comments.